Manufacturer narrative:
This is a known issue for which a report of correction has already been sent to FDA.

Event description:
It was reported that the ventilator had a high air inlet pressure alarm. There was no reported patient involvement.